Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and not found evidence of foam degradation. The device was scrapped. The manufacturer received information dizziness and/or headache; nausea / vomiting; cancer. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
All of the information in this ra (B)(4) is carried out to the ra (B)(4). This report was submitted as a duplicate report of the previously submitted report.